Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one sealed mission disposable core biopsy instrument received for evaluation. During visual evaluation, there appeared to be a hair attached to the device inside the sealed packaging. No damage was noted to the outer packaging. Due to the nature of the complaint, functional testing was not performed. One electronic photo was provided and reviewed. In that photo, a hair was noted inside the sealed packaging. Based on the photo review, the reported device contamination with chemical or other material can be confirmed. Therefore, the investigation for the reported device contamination with chemical or other material is confirmed as a hair was noted inside the sealed packaging. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that prior to a biopsy procedure, a hair was allegedly found in the sterile packaging. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the hair was allegedly found in sterile packaging. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.